Manufacturer narrative:
Poly swap, pain. Due to the original implants part and lot numbers remaining unknown, simulated use testing cannot be conducted utilizing similar parts to simulate the event. Additionally, the construct has been implanted for approximately 11 months at the time of report, so simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. There were 6 similar complaints identified for star patient reported pain. Ohr review was not conducted due to the complaint part not being returned and the part and lot number remaining unknown. It is unknown if the doctor followed the surgical technique with the limited information available. The original comment stated the patient "had a total ankle replacement last november" but did not confirm which ankle construct was implanted. As it remains unknown if the complaint is regarding a stryker ankle prosthesis or star ankle construct, the event was conservative captured. The construct has not been explanted as of the time of the report, so visual and dimensional inspection did not occur. Simulated use testing did not occur as the part and lot number remaining unknown. With the information provided, it is unknown if the construct has been explanted at this time. Based on the limited information, and the construct not being returned, the root cause shall remain as unknown. The following information remains unknown: - facility name, address, contact name, phone number, and contact title, - customer number, - distributor name and number, - physician name, - surgical delay, - patient gender, age, height, weight. Date of birth, bone quality, activity level. Noncompliance, and co-morbidities: - inventory type, - surgical intervention, - devices labeled for single use used multiple times product description, part number, and lot number product status. - inventory status. Information not provided is not available. Thus, good faith effort was achieved. The overall risk is high with a risk index of 3. Severity level of 4 (significant) is appropriate as there could be permanent functional impairment of body function and the failure may occur with or without warning. It was determined that (B)(4) tibial polymer components (pn:400-14x) were sold during october 2022 and october 2023. With 7 reported events of star patient reported pain, the occurrence rate is (B)(4). Thus, an occurrence level of 5 (frequenuhigh) is appropriate. Per (B)(4) revision 2 risk benefit analysis for (B)(4), "every endoprosthesis has a limited lifespan. With state of the art techniques, there is no potential for further mitigation of the risks from a clinical point of view". Therefore, the risk shall remain appropriate. Due to limited information and the root cause remaining unknown, no further action will be taken at this time. The field shall continue to be monitored through the complaint intake system.

Event description:
Revision surgery - poly swap, pain.